Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: upon review of the journal article: 120 patients with ivc filters and symptomatic iliocaval thrombosis underwent stent reconstruction. Mean patient age was 55 years (range, 19-88 y). Gender: 84 male and 36 female. Race: 111 white, 7 black, 1 south asian and 1 unknown. Filters included 70 (57%) retrievable and 53 (43%) permanent filters. The study included 12 types of vena cava filters from various medical manufactures; of which, bard g2 (4%), bard denali (3%), bard recovery (2%) and bard simon nitinol (10%%) were included. A 6 month ¿ 12 month ¿ 24 month follow ups were performed. All filter retrieval procedures performed for a bard denali, g2, recovery and simon nitinol were successful. Chick, j. F. B., jo, a., meadows, j. M., abramowitz, s. D., khaja, m. S., cooper, k. J., williams, d. M. (2017). Endovascular iliocaval stent reconstruction for inferior vena cava filter-associated iliocaval thrombosis: approach, technical success, safety, and two-year outcomes in 120 patients. Journal of vascular and interventional radiology, 28(7), 1-7. Http://dx.doi.org/10.1016/j.jvir.2017.04.017 image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter limb detachments as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown labeling review: labeling does not mitigate risk per iso 14971. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in a medical journal article; the journal of interventional radiology; endovascular iliocaval stent reconstruction for inferior vena cava filter-associated iliocaval thrombosis: approach, technical success, safety, and two-year outcomes in 120 patients. At some time post vena cava filter deployment (date not provided), the filter was identified with multiple detached filter limbs perforating through the ivc wall, prior to filter retrieval. The filter was successfully removed without incident; no attempt was made to retrieve the detached filter limbs outside the ivc wall as the patient was not symptomatic. No other information was provided surrounding the event.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Journal article review: upon review of the journal article: 120 patients with ivc filters and symptomatic iliocaval thrombosis underwent stent reconstruction. Mean patient age was 55 years (range, 19-88 y). Gender: 84 male and 36 female. Race: 111 white, 7 black, 1 south asian and 1 unknown. Filters included 70 (57%) retrievable and 53 (43%) permanent filters. The study included 12 types of vena cava filters from various medical manufactures; of which, bard g2 (4%), bard denali (3%), bard recovery (2%) and bard simon nitinol (10%%) were included. A 6 month ¿ 12 month ¿ 24 month follow ups were performed. All filter retrieval procedures performed for a bard denali, g2, recovery and simon nitinol were successful. Chick, j. F. B., jo, a., meadows, j. M., abramowitz, s. D., khaja, m. S., cooper, k. J., williams, d. M. (2017). Endovascular iliocaval stent reconstruction for inferior vena cava filter-associated iliocaval thrombosis: approach, technical success, safety, and two-year outcomes in 120 patients. Journal of vascular and interventional radiology, 28(7), 1-7. Http://dx.doi.org/10.1016/j.jvir.2017.04.017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in a medical journal article; the journal of interventional radiology; endovascular iliocaval stent reconstruction for inferior vena cava filter-associated iliocaval thrombosis: approach, technical success, safety, and two-year outcomes in 120 patients. At some time post vena cava filter deployment (date not provided), the filter was identified with multiple detached filter limbs perforating through the ivc wall, prior to filter retrieval. The filter was successfully removed without incident; no attempt was made to retrieve the detached filter limbs outside the ivc wall as the patient was not symptomatic. No other information was provided surrounding the event.